Manufacturer narrative:
Additional information: b2, b3, b5, b6 and b7. B5: upon follow up, it was reported the suspected peritonitis was diagnosed to be peritonitis. The patient was hospitalized 9 days after the diagnosis and is reported to be ongoing. The frequency of vancomycin injection was every 5 days. It was reported vancomycin injection and gentamicin injection was discontinued on an unknown date. At the time of this report, the patient recovered from abdominal pain. Pd therapy was put on hold. The catheter was removed and the patient was shifted to hemodialysis. Same hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. There as no report of hospitalization. It was reported the patient was treated with vancomycin injection (1gm, intraperitoneal), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) and gentamicin (30mg, once daily, intraperitoneal) for suspected peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. No additional information is available.